Manufacturer narrative:
It was originally reported it was difficult to load/unload the cot from the ambulance but upon investigation it was determined the cot dropped from the ambulance as a result of user error. B5 and h codes updated to reflect investigation results.

Event description:
It was reported the cot dropped from the ambulance. The model number and serial number of the device were not provided. There was patient involvement but no adverse consequences were reported.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported it was difficult to unload the cot from the ambulance. The model number and serial number of the device were not provided. There was patient involvement but no adverse consequences were reported.